Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with unspecified mentor saline breast implants and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with mentor saline breast implants on (B)(6) 2023.

Manufacturer narrative:
On jan 3, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that a missing material, and three tears (tears a, b, and c) were found on the anterior aspect of the saline implant smooth 375cc breast implant, and two other tears on the posterior view (tears d and e), tear e within a crease/fold, measuring approximately 1 cm x 0.6 cm, 11 cm, 0.7 cm, 0.5 cm, 0.7 cm and 0.7 cm, respectively. Microscopic examination was performed on the edges of the missing material and the tears a, b, c and e, and parallel striations were found in the whole area of the missing material and tears b, c and d. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. In addition, a microscopic examination was performed, and the cause of the deflation in tear a could not be identified. Therefore a thickness measurement was conducted on the shell at the tear a, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of tear a, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The evaluation determined that the possible cause of the rupture in tear e is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Based on the information currently available, microscopic examination of the missing material, tears b, c, and d product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).